Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intravenous (IV) fluconazole injection (200 mg, frequency and duration not reported), IV vancomycin injection (1 gram, duration and frequency not reported) and IV ceftazidime injection (2 grams, twice daily, duration not reported) for peritonitis. The patient was discharged two days after hospital admission and was recovered six days after the event onset. Pd therapy was ongoing. No additional information is available.